Event description:
It was reported that an ilet device became unresponsive and would not power on despite prolonged charging with a green charger indicator; the user attempted the power button and removing the case without resolution and transitioned to backup therapy, and a replacement ilet was provided. Symptoms included hyperglycemia with a reported blood glucose up to 326 and no acute complications. Outcomes included self-management with manual injections, no medical intervention, and no hospitalization. Investigation included review of the complaint details and retrieval of the device for evaluation and inspection of the returned device. Investigation of this device revealed a reported failure of the sleep/wake button or power function consistent with a nonresponsive user interface or power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.